Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 420 mg/dl. Customer reported quick release serter issue. When disconnected at quick release serter and fill tubing, because wanted to check if there is some occlusion, because of high blood glucose, the insulin started to exit not only from little hole as should but also from other places in this circle plastic on quick release serter. Agreed replace sets. The insulin pump will not be returned for analysis.